Event description:
It was reported that during a colon resection procedure, the device's tissue pad half detached, with an error 5 on the generator. The case was completed by using another device. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported.

Manufacturer narrative:
Date sent: 5/1/2009. Information anticipated, but unavailable at this time.